Manufacturer narrative:
UDI - not required for the reported product code/lot number combination. Device manufacturer date 01/06/2016 thru 01/08/2016. (B)(4). The actual device and three unused samples were returned to the manufacturing facility for evaluation. Visual inspection revealed that the needle was snapped off from its base near the glue area. The needle was deformed and the glue was scraped off where the needle once tilted. The snapped portion was also observed to be bent. Visual inspection of the three returned unused retention samples revealed no defects. Our products comply with iso 9626; 1991; stainless steel needle tubing for manufacture of medical device. A review of the inspection records was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported a needle break on the involved device. Follow up communication with the user facility confirmed the following information: in the evening of (B)(6) while a child was home in bed, a growth hormone was administered in the child's right abdominal. The child had instantly moved their body upon administration, and the parent shortly found that the tip of the withdrawn needle was damaged and snapped; on (B)(6) approximately 1 am an emergency call was made and the child was taken to the hospital. The child was later examined through x-ray and a needle fragment was found. It was then determined to hospitalized the child for removal surgery; in the pm hours of (B)(6) removal surgery was performed that afternoon and the needle fragment was successfully removed from the patient; and the patient is reported to be fine.